Event description:
The device was returned for analysis after having a charge time out during induction at attempted implant. A 'charge circuit shortage' error message was displayed. The device was not implanted, and became hot to the touch. Thirty minutes post op, the device had reached its elective replacement indicators (eri). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry conditions. Further testing revealed that during a programmed charge at implant, a low impedance path developed in a transistor. This resulted in low impedance across the battery, causing it to rapidly deplete, resulting in loss of device function. The device was returned for analysis after having a charge time out during induction at attempted implant. A 'charge circuit shortage' error message was displayed. The device was not implanted, and became hot to the touch. Thirty minutes post op, the device had reached its elective replacement indicators (eri). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) transistor device was out of specification in a manner that relates to event battery, premature discharge of charge, failure to error message given.